Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was not working. Customer stated that it was making noises and they took the battery out of it. Customer stated that when there was a battery in the screen just flashes so you were not see anything. Screen was damaged and punctured and the button keypad also punctured. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will not be returned for analysis.